Event description:
Early 70¿s female with history of coronary artery disease. Procedure: percutaneous intervention, stent placement and balloon angioplasty in the proximal right coronary. Balloon ruptured @ nominal, 2 devices- 2 attempts. 3rd one worked well. No known harm to the patient. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, apex¿ (per site reporter). Will obtain. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, apex¿ (per site reporter). Will obtain.